Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and performed a performance verification test (pvt) for carryover. The test failed for carryover. The fse found the mixer wash station was not washing correctly. The mixer wash assembly was replaced to resolve the issue. The fse verified instrument operation.

Event description:
The customer reported obtaining false high mg (magnesium) results for three (3) patients, involving the unicel dxc 600i synchron access clinical system.. The customer became aware of an issue when the instrument generated automatic critical reruns for all three patients. The automatic rerun and repeat results from an alternate dxc generated lower mg results considered correct. The false high mg results were not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.